Manufacturer narrative:
Clinical review: there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that the patient was admitted to the hospital on (B)(6) 2021 for an unknown infection in the body. The patient contact stated the patient was not connected at the time of the event. It is unknown if the patient's hospitalization was related to any fresenius device, product or their dialysis therapy. The patient has been discharged from the hospital and is continuing with pd treatment on the same cycler with no reported issues. Multiple attempts were made to acquire further details concerning the patient¿s infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that the patient was admitted to the hospital on (B)(6) 2021 for an unknown infection in the body. The patient contact stated the patient was not connected at the time of the event. It is unknown if the patient's hospitalization was related to any fresenius device, product or their dialysis therapy. The patient has been discharged from the hospital and is continuing with pd treatment on the same cycler with no reported issues. Multiple attempts were made to acquire further details concerning the patient¿s infection and hospitalization; however, no additional information was obtained.